Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: germany. It has been reported that the wrong size thread (size 5/0) was inside a size 4/0 package.

Manufacturer narrative:
Samples received: 32 closed samples and one open and used sample without aluminum pouch nor support cardboard. Checked the open sample received and the suture is used. The thread has blood on the needle is deformed and detached from the thread. The needle and thread of the used suture received is different than the product description. All closed samples received are correct and corresponds to the product description (monosyn undyed suture of usp 4/0, thread length of 45 cm and ds19 needle). Tightness test to the closed samples received has been performed and the units are tight. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is not justified. Although the results of the closed samples received fulfills the OEM specifications, note will be taken of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.